Manufacturer narrative:
Device history review: device history record (DHR) reviews are not required for field action complaints, because the root cause of the issue is known. The investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported, that the customer was replacing 1 lvp display board, due to dim segment. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer was replacing 1 lvp display board due to dim segment. There was no patient involvement.

Event description:
It was reported that the customer was replacing 1 lvp display board due to dim segment. There was no patient involvement.

Manufacturer narrative:
Additional information: h7, h9. Investigation conclusion: the reported issue of dim segments was confirmed on the returned display board. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of the returned board assembly was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: no device history review was performed on the suspect device as it was not returned nor was a serial number provided. H3 other text : only a display board was provided for investigation.